Manufacturer narrative:
(B)(4). Physio-control performed an evaluation on the customer's device along with their ECG cable and was able to duplicate the reported issue of a false ECG rhythm being displayed. Physio replaced the ECG cable which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device ECG waveform changed to dashed lines on the display instead of the patient's ECG rhythm. Medical personnel unplugged the ECG cable and paddles from the device and reconnected them. The ECG leads were placed correctly on the patient however, they were unable to obtain an ECG waveform. Medical personnel continued to provide CPR to the patient on the way to the emergency department. There were no adverse effects to the patient as a result of the reported issue. The customer also reported that upon powering on the device, a false ECG rhythm was displayed.